Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 14 events were reported for this quarter. 14 devices were received. 11 events were duplicated during testing; however, no components failures were found with the device. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events, in which the device was reportedly leaking. 13 reported events had no patient involvement; no patient impact. 1 event had no known patient involvement; no known patient impact; attempts are being made for additional information.

Event description:
This report summarizes <noe> 14 </noe> malfunction events, in which the device was reportedly leaking. 14 reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 previously reported event is included in this follow-up record. 1 device was received for evaluation. 1 reported event was confirmed during testing; however, the cause was not established. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.